Event description:
The customer reported that the monitor was not providing sound. No patient harm was reported.

Manufacturer narrative:
(B)(4). No patient harm was reported. The monitor was not in patient use when the reported problem occurred. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise patient safety. Do not rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient. A philips solutions center (sc) technical support engineer (tse) provided troubleshooting assistance via telephone. The sc ordered a replacement main board and shipped it to the customer for replacement. The monitor remains at the customer site. Philips concluded that this was a malfunction of the monitor main board. The replacement main board was shipped to the customer for them to install on their own. There have been no additional similar issues reported with this monitor since the date of this complaint. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. No formal response was requested and none is warranted.